Event description:
It was reported that the patient underwent right partial knee arthroplasty on an unknown date in 2011. Subsequently, the patient was revised on (B)(6) 2014 with a total knee due to aseptic loosening.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Catalog number, lot number, expiration date - unknown; date implanted - unknown date in 2011; manufacture date - unknown.